Event description:
The tip of the mako bone pin 3.2mm×110mm broke while it was being inserted into the tibia and remained inside the bone. It was possible to remove it by excavating around the remained pin using a chisel and k-wire. A defect was created in the anterior cortical bone of the tibia, and the surgery time was extended by 10 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
No new information.

Manufacturer narrative:
While reviewing the complaint record associated with this report, it was discovered that this event was incorrectly filed as a serious injury. We confirmed that this event did not cause or contribute to any life-threatening condition or permanent impairment to the patient and did not require any medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, a review of complaint history records from january 1, 2015, until today, confirmed that there have been no reports of death or serious injury associated with similar events for this device family. Finally, the device¿s associated risk documentation confirmed that the highest potential severity of harm for this hazardous situation is a (s3/o2). Therefore, we will no longer be filing reports for this event type.

Event description:
No new information.

Manufacturer narrative:
An event regarding crack/fracture involving a mako bone pins was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. Device is broken at the tip angle. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.